Event description:
According to a remaster adverse event form, it was reported that at the completion of litt procedure, a post litt MRI showed a modest amount of new ti hyperintense volume around the lesion putatively representing acute hemorrhage. Urgent surgical intervention was indicated. The patient underwent an emergent left fronto-parietal craniotomy for evacuation of parenchymal hematoma and incidental removal of coagulated tumor. The event was indicated as resolved without sequelae on (B)(6) 2023. According to an update to the remaster adverse event form on (B)(6) 2023, the patient received interventions of physical therapy, occupational therapy, and the surgical intervention resulting in inpatient hospitalized. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.